Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during use of the device, the sheath frayed. The surgeon suctioned and irrigated in case pieces were in the cavity. The surgeon continued on with the same device and completed the procedure. There was no reported patient injury.